Event description:
The manufacturer received information alleging a hospice patient expired while on a ventilator. The date of the event was reported as (B)(6) 2016. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing during evaluation and was found to operate and alarm as designed. The device's downloaded event logs were reviewed. The device maintains the event log in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event log would have contained entries related to the malfunction. The review of the downloaded event logs indicated the following: ac power was disconnected from the device at 17:27:10 local time on (B)(6) 2016. At this time the ventilator began operating on detachable battery power as designed. At 20:32:47 local time on (B)(6) 2016 the detachable battery depleted and the device began operating on internal battery power as designed. The device was manually powered off using the proper sequence of keypresses at 21:52:09 local time on (B)(6) 2016. The device was powered on at 23:11:50 local time on (B)(6) 2016. At this time ac power was still disconnected from the device which began operating on internal battery power. At 0:29:39 local time on (B)(6) 2016 the device sounded a medium priority alarm indicating the internal battery was depleting. At 0:39:18 local time on (B)(6) 2016 the device sounded a high priority alarm indicating the internal battery was nearly depleted. At 0:50:42 local time on (B)(6) 2016 the device shut down due to depleted batteries. The device was not powered on again until 10:53:30 local time on (B)(6) 2016. Based on testing and the evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed during the relevant timeframe.